Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the reservoir was identified. The cause of the hole was not detailed by the hospital. The reservoir and the pump were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The reservoir was microscopically inspected, and leak tested. Microscope examination revealed that the flat reservoir had wear and a hole at a fold in reservoir shell. Leakage test revealed that the reservoir had a leak at corner of a fold in flat reservoir shell. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump failed the inflation test and activation test. Valve de-active state test was unable to be performed due to pump fault during testing. Based on the information available and analysis results, the reported allegations of mechanical issue and hole/perforation was most likely determined to be the leak at the corner of a fold in the reservoir from the functional test performed. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the reservoir was identified. The cause of the hole was not detailed by the hospital. The reservoir and the pump were removed and replaced. There were no patient complications reported.